Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "knives were dull" (dull). A surgeon reported, the knives were dull. There was no pt harm and no surgery delay.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).